Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed out during radiation therapy presumably due to pacing inhibition due to electromagnetic interference (emi). A device interrogation of the patients cardiac resynchronization therapy defibrillator (crt-d) discovered a lead alert for rv lead noise. It was noted that the patient will need more treatments and programming options for the patient during the radiation therapy sessions were discussed. The lead remains in use. No further patient complications have been reported as a result of this event.